Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
During a preventive maintenance check, the technician reported the auxiliary water channel of the colonovideoscope was clogged by an organic, brown-colored material in the area of the distal end hole. The customer did not report any device malfunction(s). No patient was involved in this event. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for preventive maintenance. The device evaluation found the charge-coupled device cover lens was chipped with visible impact on the image. The light guide rod lens was chipped. The scope cover was slightly scratched. The universal cord had wrinkles. The switch button rubber 1 had wear and tear. Insulation distal end value resistance was out of specification due to damages to the camera cover. Agulations were out of specifications. The distal end glue was separated and deteriorated. The air/leak inspection did not show any water leakage. It was also reported that prior to any maintenance, the endoscope is cleaned and disinfected according to the recommendations in force. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.